Event description:
The user facility reported while the physician was repositioning in the unit, the impella was pulled across valve and unable to re-cross. The patient was brought back to the cath lab and a new impella inserted successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop investigation. According to clinical information, the impella was pulled out into the aorta during the repositioning of the pump, and the doctor was unable to reposition it afterward. The cause of the positioning issue was improper repositioning technique resulting in the pump pulling out of the ventricle, based on given clinical information.